Manufacturer narrative:
The reported event that locking screw, t10, 3.5x16mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the returned device is conforming to specifications and is fully functional. The device inspection revealed the following. The threads were in excellent condition, and no damage of any kind was observed on the screw even under the microscope. Functional inspection of the screw was performed by locking the screw in the corresponding variax plate and the locking was found to be fully functional. Based on investigation, the root cause could be attributed to a user related issue. The failure could have been mostly likely caused due to insertion of screw at an angle more than 15 degrees which could have led to failure in locking. The operative technique states that ¿all screws can be angulated up to +/-15 degrees in circular holes. In oblong holes, non-locking screws placed in the neutral position can be angled up to 15 degrees in the off - axis plane. These angles are controlled by using the appropriate polyaxial drill guide (ref (B)(4) for 3.5mm screws and ref 703883 for 2.7mm screws) when drilling. The drill guide is designed to limit drilling to a ±15° angle with respect to the plate. Drilling at an angle greater than ±15° may prevent locking from taking place, and should be avoided. Always use the drill guide when pre-drilling a pilot hole, either for a locking or non-locking 3.5mm screw.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax fibula surgery, the screw could not lock to the most distal hole of a plate. The screw was exchanged with another same size screw and it was locked without any problems.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax fibula surgery, the screw could not lock to the most distal hole of a plate. The screw was exchanged with another same size screw and it was locked without any problems.